Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found one of the contactors for their steam generator was stuck in the closed position. As the contactor was stuck in the closed position, this allowed continuous power to be provided to the unit causing excess steam to build up. As designed, the safety valve opened, and excess steam emitted from the unit. The unit was installed in 2000 making it approximately 21 years old. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their century sterilizer. No report of injury.